Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported via regulatory agency unknown side "appearance of green skin in front of the expander that was wrinkled. At the opening, collection of periprosthetic brown liquid and same collection in the expander with internal deposits on the implant walls." Device remains implanted.